Event description:
The customer reported that they are not getting normal ECG waves displayed. The customer did not specify whether a pad or ECG issue. There was pt involvement but no pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.